Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with severe oxidation to their modular cable and system controller. Both would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of oxidation issue was confirmed with the returned system controller (serial # (B)(6)). Visual inspection revealed green/blue fluid coming out of underneath the strain reliefs. The returned device was connected to a test power module and a yellow wrench and yellow power alarm became active. Functional testing could not be performed. The power cables were delayered, which revealed the green/blue fluid underneath. The device was dismantled, and visual inspection revealed the fluid ingress into the housing through the power cables and excessive amount of the fluid covered internal components. The fluid ingress through the battery cable opening into the battery compartment. The fluid ingress would have resulted in a shorted condition and has the potential to result in the yellow wrench/yellow power alarm observed during the evaluation. Previous complaint history determined the green/blue fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. Data was retrieved from the device and the data captured on 27feb2025 to 05mar2025 was reviewed. The controller event log file did not capture any atypical alarm event that could be correlated to the fluid ingress issue. The system operated within the patient speed value (5,800 rpm) and low speed value (5,400 rpm). The driveline was physically disconnected on (B)(6) 2025 at 12:42:51 and appears related to the reported equipment exchange. A root cause that led to the fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.